Event description:
New 0.28ml, 0.2 micron disc filter unable to properly connect to IV tubing. Caused delay in care for a pt. W/ [patient with] amiodarone drip- tried 3 different filters and all were unable to work as intended. Ref for item: msf475. Lot # 14149982.